Event description:
A pulse oximeter caused lacerations on both feet of the pt where the probe was placed.

Manufacturer narrative:
A visual examination of the device did not reveal any exposed wires or visible evidence of sharp edges on the tape. Due to the condition of the returned device, a root cause was not able to be determined. The ascent healthcare solutions' IFU for pulse oximeters states, "skin integrity and circulation distal to the site should be checked routinely and the sensor relocated to another site if found to be compromised. For pediatric and adult patients, an index finger is the preferred sensor site, or alternatively another finger or a great toe. For newborns and infants, the preferred site is the great toe or sole of the foot (alternatively the hand)." The device history record for the returned device indicates that the pulse oximeter passed all applicable inspections and tests prior to release.